Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient said stimulation feels like they were being "electrocuted" and wanted to have the device checked. Additionally, the patient was told that the unit was "due to die" in 6-12 months and that the last time the ins was checked the patient was changed to a different setting and the unit was calibrated. The patient indicated that they had notified their healthcare provider (hcp) about the electrocuting. During the call the ins was checked with the patient programmer (pp) and therapy was confirmed to be turned on, but the patient reported seeing a warning screen with a question mark and a picture or the remote, but the exact screen could not be identified, but the patient was able to bypass the screen. At the time of the call the patient was set to 1.5 on program 2. According to the patient the stimulation would get bad for 7 minutes and then it quits and the patient could hardly get in and out of a gold cart. Additionally, sometimes when the patient would lift their left leg and "it burns like fire." During the call the patient was assisted with reducing stimulation, but this did not resolve the uncomfortable stimulation; turning stimulation off also did not resolve the issue as the patient confirmed they were still feeling the stimulation when the device was turned off. The patient was scheduled to see their hcp the tuesday following the call and the issues were reported to have started over the past month and a half. Finally, the patient requested a new ID card and replacement device manuals. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: steps taken to resolve the electrocuting sensation, positional stimulation change ,residual stimulation, stimulation being bad, and movement difficulties included a program change and density turned down. The patient's pain was on the left side of their groin, the device would shock him at will and turn off at will. The patient has turned the unit off. There were no further complication reported or anticipated.